Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_ext, lot# serial# unknown, product type: extension product ID neu_unknown_, lead lot# serial# unknown, product type: lead, product ID: neu_unknown_ext, lot# serial# unknown, product type: extension, product ID: neu_unknown_lead, lot# serial# unknown, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer reporting that the patient's ins was defective. The hcp ran tests and found out that the right ins was not transmitting signals and that the ins needed to be replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer reporting that two months after ins implant, the battery stopped working. The patient went back to shaking while walking and falling down since their body was not responding. The doctor after operating on the patient for the second time noticed that the battery had malfunctioned and something was not working.

Event description:
It was reported that a patient had a rechargeable implantable neurostimulator (ins) implanted in 2020. The right globus pallidus (gpi) impedance was invariably high/out of range and left gpi impedance was normal on all contacts. Therefore, surgical intervention for investigation and solving the problem of the defected lead was needed. During surgery, an abdominal incision was performed near the ins, detached the extension wires from the 2 device sockets, and independently tested the integrity of each extension wires using an external stimulator. Thereafter, they inserted the right extension wire in the device socket that supplied contacts 0, 1, 2 and 3 and the left extension wire in the ins socket that supplied contacts 4, 5, 6 and 7 (i.e. They flipped the insertion of extension wires in the ins sockets). The impedance test of the right gpi was invariably high, while the left gpi impedance was normal, as originally found. They also made sure that the wires were properly inserted in the respective device sockets and the ins sockets were not plugged. They could not however test the integrity of the electrodes as they detected extensive fibrotic changes at the occipital connection point between the extension wires and the electrodes, fearing an induced damage. This implied the presence of a problem in the ins socket limiting the current passage to the right gpi via contacts 4, 5, 6 and 7, or a possibly damaged right gpi electrode. X-ray of the dbs system did not pinpoint any damage but they could not test it intra-operatively. Extension wires were then inserted back into their original position in the ins, and the wound was closed. The impedance was checked and all baseline findings were unchanged. The patient was informed about the outcome and the need to replace the ins. Additional information was received reporting that the patient consulted for management of residual freezing of gait (fog) and retropulsion with frequent risk of falls. The patient was having transient motor improvement upon adjustment of stimulation parameters. Upon presentation in (B)(6) 2021, the patient had severe gait disturbances with fog and mild left-sided akinesia. Throughout follow-ups, clinical improvement was noticeable but was not maintained because of occasional and unpredictable off-periods with resting tremor, dystonia, pain, and fog. Off-periods became severe, disabling and occupied more hours throughout the day, especially during periods of psychological distress and were occasionally unpredictable, despite adjustments of medical treatment and stimulation parameters. It was also noted that impedance of left gpi contacts were gradually and spontaneously normalized first for contact 2, then 3, then via all left gpi contacts (on their visit in (B)(6) 2023) but was persistently high on contacts 4, 5, 6, and 7 of right gpi. The patient was mild to moderately symptomatic on the left hemibody and symptoms were almost absent on the right hemibody, while on-drug/on-s timulation. Four hours off-drug/on stimulation revealed a bilateral resting tremor (more prominent on the left hemibody), bilateral mild akinesia, the absence of rigidity and severe freezing of gait. The surgical intervention for investigating the dbs defect took place on (B)(6) 2024. No complications were noted and the patient is discharged on (B)(6) 2024. Her medical treatment and stimulation parameters were unchanged. Based on the available information, it was reviewed that the integrity issue seemed to be present in the extension and/or lead that is implanted in the right gpi or the connection between the extension and lead or the extension connection to the ins and not in the ins itself.

Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown, ; product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that when the extension/lead that gave the high impedances was switched and put in the other ins socket to check if high impedance was still present, all impedances were good/in range. It was reviewed that based on this information, it was most likely an issue present in the ins socket.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.